Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified red particles in the fill channel and a delamination in the diaphragm valve. Leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identify delamination and opening sharp in the valve bond edge. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: delamination of diaphragm valve assessed as adhesive failure. A sharp opening on valve bond edge due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.